Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient was presented in clinic after receiving a patient notifier. Post-paced t-wave oversensing was observed on the ventricular channel via stored egm. Programming changes were recommended. No further information available.

Event description:
New information received states multiple nonsustained rv oversensing had been observed once again. Programming changes from the last check had not been made. New programming changes and dft testing were recommended. The patient was stable.